Event description:
Acct reports that the "membrane popped out of the injection site housing, resulting in blood leakage on arterial line." No further information available regarding: amount of blood lost by the pt. There was no patient or user injury associated with incident.